Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 250cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via imaging. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 275cc gel breast prostheses on (B)(6) 2021.

Manufacturer narrative:
On 08-sep-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received (lot #269709). No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-aug-2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).